Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: what was the name of the initial procedure? Laparoscopic cholecystectomy in an emergency context for acute cholecystitis. Aponeurotic closure of a laparoscopic orifice for vesicular extraction. What was the date of the initial procedure? (B)(6) 2017. What tissue was the jv603 suture used on? Aponeurosis of the right abdominal muscles at the sus umbilical white line. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the jv603 suture placed (interrupted or continuous)? Interrupted. What date did the patient present with symptoms (# post op days)? Evisceration noted at d+10 after ablation of the subcutaneous stitches but it dated from several days in view of the per op observations. How was the hernia diagnosed? Aponeurosis release without preliminary healing. Jejunal and omental hernia. Was there any patient event prior to the symptoms (fall, cough or other)? No. What was the date of the second procedure? (B)(6) 2017. Can you describe the appearance of the suture during second procedure? All knots were untied on the suture right side. Aponeurosis were still there. What is the physician¿s opinion as to the contributing factors to this event? Issue with the used jv603. What are the patient age, gender, weight and prior medical conditions? (B)(6), rectal tumor what is the current condition of the patient? Patient consolidated but not reviewed since surgical recovery.

Event description:
It was reported that the patient underwent lap cholecystectomy on (B)(6) 2017 and suture was used. On day 10 following the procedure, the deep tissue suture ruptured and the patient experienced evisceration after ablation of the subcutaneous stitches and aponeurosis release without preliminary healing, jejunal and omental hernia. The patient underwent a second surgical procedure on (B)(6) 2017. During the procedure, the suture knots were untied on the suture right side. The current patient status is reported to be consolidated but not reviewed since surgical recovery. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017. The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: lot kl5hjsn manufacturer date: (B)(4) 2016; expiration date: (B)(4) 2022 lot kl5dbdn manufacturer date: (B)(4) 2016; expiration date: (B)(4) 2022 lot kp5crjn manufacturer date: (B)(4) 2016; expiration date: (B)(4) 2022 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Representative samples were returned for evaluation. The samples were examined for visual defects. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. They were visually and functionally examined for tensile strength and they met the requirements. Performance - breakage suture post-op and performance - untying suture knots post-op were not found on the suture. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packets or the sutures and the tested sample met the finished goods requirements.